Event description:
The customer reported intermittent filament regulator errors during patient cases. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver pcb and hvsr pcb and was evaluated and replaced. The system was tested and found to be working as intended and returned to service.